Event description:
It was reported that the device locked-up shortly after being powered on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The system user interface pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however there was no failure found. The likely cause of the reported problem was the loose shield shorting out a critical function, although this did not cause any permanent damage.